Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v268633, implanted: (B)(6) 2009. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778, lot# v269615008, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37082, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient had gotten electric shocks on his thigh and half way up his stomach since the last programming session. The patient had a checkup with his physician 5-6 weeks prior to report, and the physician did a reprogramming that the patient believed had created the problems for the patient. The patient also had problems charging the device. It wasn't clear the issue the patient was having. It was stated that for the last 4 times the patient has charged the recharging battery was only 1/4 down, but in the past it would be 1/2 - 3/4 down. The patient believed something was wrong with the programming of the device. Three weeks later it was reported that the patient had received assistance and his concerns were resolved. It was noted the patient had an appointment on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.